Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated the amount of insulin needed, and delivered too much insulin via the bolus feature which resulted in low blood glucose (bg) level of 37 (mg/dl). Contact administered glucagon to resolve the issue. Recommendation was made to consult with healthcare provider regarding diabetes management.